Event description:
It was reported that a device was used during an unknown procedure, and the stapler jammed on the tissue. Another device was used to complete the case. There was no consequence to the pt. The device was discarded.